Manufacturer narrative:
H3: evaluation determined that the device was overheating, and the maximum temperature was measured to be 178°f. The likely cause was identified as worn bearings. It was also noted that the color ring was scratched. Notified date: 2024-feb-27 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of overheating. No patient impact reported. Repair is being escalated to product event due to reason for the return.